Event description:
The hcp reported that the patient was seen for a follow-up visit one month after having his morphine pump replaced for battery end of life. The patient had stable pain relief, but appeared to have developed a superficial wound infection. The incision was red, indurated, and tender, without drainage. There was no fluctuant fluid collection that was easily palpable. The patient denied any fever, but did complain of some pain around the incision site. The patient was stated on antibiotics. The patient was seen four days later and the incision appeared similar. No fevers were reported. The results suggested an inflammatory process, but were not conclusive. A CT scan of the anterior abdominal wall with and without contract was also obtained which failed to demonstrate any significant enhancement within the anterior abdominal wall. The patient was then set up for a transcutaneous aspiration of fluid collection for cell count, gram stain, and culture. The patient's abdomen was prepped with betadine and the skin injected with 1% lidocaine. An 18-gauge needle was inserted transcutaneously into the device pocket. Sixteen cc of murky serosanguineous fluid was aspirated and sent to the lab for cbc, gram stain, and culture. The patient reported some relief after aspiration of the fluid collection. At that time, the redness around the skin incision measured approximately 16 cm in length by 4 cm in maximum width and the skin incision was marked with permanent black ink. The infection was reported as within the deep space. The patient was continued on dicloxacillin. Ten days later, the patient was seen in the clinic for follow-up. The cultures revealed coagulase-negative staphylococcus sensitive to clindamycin. The patient's antibiotics were switched from dicloxacillin to cleocin. After taking 27 of the 28 pills, the pt had an allergic reaction of a rash to the cleocin requiring an ER visit. The pt was instructed to return in one week and if the wound did not appear to be clearing up by the time the pt was due for his refill, the pump would be explanted. The pt's infection resolved and the pt was cleared for pump refill ten days later. The pt's pump contained morphine.